Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage and fold flaw opening. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jan/2024.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.